Event description:
Healthcare professional reported "capsular contracture baker grade iii with a possible rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, crease and information were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii with a possible rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted.